Event description:
Per the clinic, the patient experienced an infection in the location of the device. The patient was treated with IV antibiotics (date and duration not reported).

Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to an ear abscess. Additional information has been requested but has not been made available as of the date of this report. It is unknown if there are plans to reimplant the patient as of the date of this report.